Manufacturer narrative:
H6: the device was further evaluated by ventec where a condition was observed that would have impacted the device use and likely resulted in the displaying of a patient circuit disconnect alarm. As a result, the reported issue was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Manufacturer narrative:
Ventec performed an initial evaluation of the device but continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was displaying a constant "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.